Manufacturer narrative:
The device has ben received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that drill bit was stuck in the device. It is known that the device was used in surgery. There was no pt or user injury reported. It is unk if delay or medical intervention was reported. There was no add'l info provided.